Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the customer to use multiple daily injections as a backup insulin therapy. The customer was informed about receiving a replacement pump with updated software, advised on managing their g7 sensor, and given instructions for returning the malfunctioning pump to tandem.